Event description:
Complainant alleged that while attempting to defibrillate a pt (age and gender unk) who coded, the device displayed a "bridge test fail" message. The pts family had ordered a "do not resuscitate". Complainant indicated that the pt subsequently expired.